Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information received notes that over-sensed noise continued to occur. Further information was requested but not received.